Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4)was found to have a damaged electrode belt receptacle. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor had a damaged electrode belt receptacle. The electrode belt connector was broken free from the monitor case, and the black high-voltage wire inside the connector was severed. The root cause for the broken connector and wire could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged connector and broken wire. The last patient to use this monitor did not report any deficiencies.